Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Inspections and testing are conducted during manufacturing to verify there are no abnormal behaviors and the products perform within specification. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. (UDI) is unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a worsening of abdominal nodules. No infection was reported. No medical or surgical intervention was reported.